Event description:
Two devices failed at the same operation/event. Needle inserted manually.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Two devices failed at the same operation/event. Needle inserted manually.

Manufacturer narrative:
(B)(4). Ez-io driver 9058 was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a blinking red led light was confirmed. The driver was then subjected to simulated sawbone insertions per driver IFU (8048 rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch while applying approximately 8 lbs. Of force on a weight scale. Approximately 5 to 8 lbs of force is necessary to penetrate bone. Below are the test results: the driver failed the medium sawbone phase of testing with a complete stall on the first attempt at 5.40 seconds. No further testing was attempted. The complaint has been confirmed. Two ifus will be referenced for this investigation. The ez-io driver IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver". "Shelf life for the g3 power driver is 10 years". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the certificate of compliance could not be performed as the record was not available for this serial number. However, based on records of similar serial numbers, it could be deduced that the device was released in 09/2010 and is approximately 12 years old.